Event description:
It was reported that during the procedure the physician attempted to put the catheter away. While slitting through the catheter hub the blade snapped off from the body. A new litter was handed which successfully slit the catheter away. During this process the lead dislodged thus another catheter was used to reposition the lead. After examining the lead the physician believed that the lead was damaged due to the issue with slitting thus a new lead was used. After finding another position a new slitter was over but the same issue occurred and the new lead was also damaged. Thus another lead was used though the second partially slit catheter and successfully removed via slitting with the second blade. No adverse patient effects were reported.